Manufacturer narrative:
The returned device was evaluated and attempts to retrieve data from the device were unsuccessful. Download was attempted from the unopened device, and was again attempted by connecting the device to an external power supply and removing the pcb in attempts to retrieve data but were unsuccessful. Without the data, it could not be determined if the device successfully delivered insulin. Investigation of the pcb found no damage that would lead to a failure to download data. The exact cause of data loss could not be determined. Investigation found a tear in the exposed portion of the soft cannula. During fluid path testing, fluid was observed leaking through the tear in the exposed portion of the soft cannula. It could not be determined when or how this damage occurred.

Event description:
A patient reports while wearing a pod between 24 and 36 hours their blood glucose level had rose to over 250 mg/dl.